Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, the event was confirmed. And the device did not meet the standard specifications and function. Leakage from suction cylinder and biopsy channel were detected. The root cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the colonovideoscope was broken in the operative channel. The issue occurred during a diagnostic colonoscopy. There were no delays with the procedure and was completed with the same device. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.